Event description:
It was reported that during revision surgery (planned procedure), the lag screw rationing rod sheared while implanting a screw inside the patient, everything was recovered delay under 30 min. S+n back-up device available and used, no injury reported.

Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. The threaded tip of the retaining rod on the driver fractured off inside the lag screw. All pieces were returned. The driver was manufactured in 2016 and exhibits signs of extensive wear usage. The lag screw was manufactured in 2015 and exhibits signs of attempted use. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.